Event description:
This report is 1 of 1 for complaint (B)(4).

Event description:
Veterinary event. Facility reports during a tendon repair procedure on a canine, the small battery drive would not charge. A spare device was used to complete the procedure with no further problem, no delay in procedure, and no harm to patient. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device is used for treatment, not diagnosis investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found.